Manufacturer narrative:
(B)(4).

Event description:
It was reported that an oversensing of myopotential signals by the pulse generator had resulted in an instance of pacing inhibition. No patient symptoms were reported. Device reprogramming was performed.